Manufacturer narrative:
Device evaluation summary: one cadd solis legacy pump was returned for analysis. Visual evaluation of the pump found the pump to be in fair condition with damaged housing and scratched screen. During functional testing the device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. Customer stated issue was duplicated and confirmed. Problem source was identified as circuit board.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1660. There was no patient involvement.